Manufacturer narrative:
The biclamp laparoscopic instrument was not returned for an evaluation [note: no manufacturing or testing issues were found upon the review of the lot's device history record (DHR)]. Based upon similar reports involving this type of accessory, most likely, the instrument became damaged due to wear, mechanical stress (e.g., excessive levering or torsion), etc. However, no conclusive determination can be made at this time. Nevertheless, in the device's notes on use, it is stated that no excessive levering or exerting excessive forces on the instrument must be done, the product must be checked for damage before each use. Damaged/worn instruments must not be used. Finally, if a root cause to the reported problem is determined upon an inspection of the instrument (if made available), etc.; a follow-up report will be filed. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a biclamp laparoscopic instrument broke during a laparoscopic gynecology procedure. The accessory was being used with an electrosurgical unit (esu). Specific information regarding the esu, settings, and other devices used was not provided. During the procedure, the fastening screw in the joint area became loose and then detached from the biclamp laparoscopic fenestrated insert. Intraoperatively, the screw was removed and there was no injury to the patient.